Manufacturer narrative:
(B)(4). Incorrect prep. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the right common iliac artery. The 6.0mmx80mmx80cm armada 35 balloon dilatation catheter (bdc) failed to inflate and was noted to be leaking in the hub area during preparation inside the patient's body. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. Another 6.0mmx80mmx80cm armada 35 bdc was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis identified a leak in the hub, which was found when the balloon catheter was pressurized. A search of the complaint handling database was performed and no other incidents were identified from this lot for hub leaking issues. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. The event was possibly related to hub assembly during manufacturing. Corrective and preventative actions are in the process of being implemented. These devices will continue to be monitored.